Event description:
It was reported that there was air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. While inserting the wds and lining up the distal marker bands, it was noted that there was an air bubble present within the wds. The physician stopped moving the wds and applied a syringe to the side port of the wds. The air bubble was successfully removed from the wds, and the procedure was continued. The same was and wds were then used to successfully completed the procedure with the closure device implanted in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.